Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, high threshold measurements, pace impedance measurements of greater than 2000 ohms and shock impedance measurements of greater than 125 ohms. The health care professional (hcp)felt this was a physiological change with the patient. The output was increased to capture and the patient will continue to be monitored. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).